Event description:
Care giver was hoisting resident out of the pool. Once out of the pool, the boom arm was turned around parallel to the edge of the pool. Care giver then dis-engaged the chair from the pool hoist and started to push it forward, at this point the front left castor (looking from the back of the sub chassis chair) fell off causing the chair to fall side ways tipping resident out. Resident hit the side of the pool as he feel out and ended up back in the water. Swimming teacher, who was walking away from the hoist at the time turned around and jumped into the water to rescue resident, who was then taken to a+e for attention. Resident suffered bruising to his chest area and right knee, and also had cuts on the middle of his chest, right arm and right knuckle. Discharged after treatment.

Manufacturer narrative:
The pool hoist bolts, mast inc safety catch and bottom of boom around the floor socket are heavily rusted. Pool hoist sub chassis and seat has normal wear and tear with only surface rust inside the sockets of the arm rests. Product not under service contract.